Manufacturer narrative:
Concomitant medical products: product ID: dtpb2qq ; lot# /serial#: (B)(4) , implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was inadvertently inserted into the right ventricular lead port of the cardiac resynchronization therapy defibrillator (crt-d) and vice versa during implant. Normal impedance values were noted via the analyzer but high undefined pacing and defibrillation impedance were noted when the lead implanted in the left ventricle was connected to the crt-d. Lead capture was confirmed via the analyzer but there was no capture when plugged into the crt-d. The lead was removed from the port several times for inspection. The lead appeared to be fully inserted into the crt-d per an x-ray. The physician suspected an issue with the crt-d's right ventricular port. It was subsequently confirmed that the leads had been reversed in the crt-d header and the lead was not fully inserted into the device. The leads were connected to the correct ports. The lv lead and crt-d were implanted and remain in use. No patient complications have been reported as a result of this event.